Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system and was frequently pausing insulin and under-announcing or not announcing meals, leading to insufficient treatment of hypoglycemia; the user was guided by a clinician and support staff to perform a factory reset, reconnect the continuous glucose monitor (cgm), replace the infusion set, and adjust the glucose target. Symptoms included anxiety, distress, malaise, and hypoglycemia to 50 mg/dl. Outcomes included treatment with oral glucose and remote troubleshooting and education. Investigation included product use review, guided factory reset, cgm reconnection, infusion set replacement, and target adjustment. Investigation of this case revealed user-related dosing behavior inconsistent with device instructions, contributing to hypoglycemia; device function was not shown to be defective. It was concluded, based on previously established findings for similar reports, that the cause was use-related behavior.